Event description:
It was reported that pump display had pixel issue that affected customer¿s ability to read and interact with pump. The customer's blood glucose level was 25 mmol/l. The customer reverted to an alternate method of insulin therapy.